Event description:
The pt underwent a diagnostic procedure. The physician attempted to close the arteriotomy with the closer tsl6 fr device. A bilateral cuff miss occurred. The first device was removed and a second device was inserted for closure. A cuff miss also occurred with the second device. There was no difficulty in removing the devices. Hemostasis was not achieved. The physician sized up to a 9 fr sheath with minimal oozing around the device. Physician elected to close surgically because of a low platelet count. The physician did not attribute the surgery to the device. The pt recovered without further incident.